Event description:
An international distributor reported a customer's AED would not power on for a rescue attempt on a 20 year old female patient who had committed suicide. They reported that the rescue occurred with a second AED. Although it was reported that there was no death or serious injury related to this device use, the patient did not survive to the hospital due to the suicide attempt.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 11/19/2013 and placed into service on (B)(6) 2014 with battery pack serial number (B)(6). On (B)(6) 2021 battery pack serial number (B)(6) was installed in the AED. On 01/01/2024 the AED began flashing its red asi and chirping to indicate the battery was in a low condition. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the AED's condition until the battery pack was either ejected from the AED or became completely depleted on (B)(6) 2024. Between 01/17/2024 and the reported event on 02/28/2024 there was no evidence in the log of any human interaction to address the AED's condition. The cause of the AED not powering on for the was related to a failure to maintain the AED.